Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown, on 04/30/2009 (through follow-up with the health-care provider), it was learned that the cause of death is multiple system failure. The operative report was also provided.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: through further review and discussion with our vp of product safety, this even has been determined as non-reportable.